Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that the customer's death is under investigation as the customer was living alone and his body was found in the swimming pool. The caller stated that the customer visited the parents a few weeks prior to passing and was doing well. The caller also stated that, a couple of months prior to passing, the customer changed the insulin that he was using. The caller did not know the customer's blood glucose at the time of passing. The caller stated that they do not believe the customer was wearing the insulin pump at the time of death since his body was found in the swimming pool. The caller stated that the customer did not use sensors. The caller stated that the customer's insulin pump is still in police custody.